Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.12 on a pt presented chest pain at the site of the pacemaker. On (B)(6) 2011, I-stat, time: 11:35, result: 0.12; I-stat, 11:47, 0.07 same draw; vista, 12:14, 0.38. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).